Event description:
It was reported that there were open circuits on one side because the extensions had twisted due to the device flipping in the pocket. The extensions were explanted and returned to manufacturer for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 37085-40, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. Product ID 37085-40, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. Product ID 3389s-40, lot# v846964, serial# implanted: (B)(6) 2011, explanted: product type lead, product ID 3389s-40, lot# v846964, serial# implanted: (B)(6) 2011, explanted: product type lead, (B)(4). Analysis of the extensions, model 37085-40, serial nos. (B)(4), found the extension body conductor broken, overstress/damage.